Manufacturer narrative:
The complete event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, a balloon ruptured. Blood was noted in the tubing and a gas loss occurred. There was no reported injury to the patient.